Event description:
It was reported that during a total gastrectomy procedure, a part of the staple was malformed. Additional suturing and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.